Event description:
Customer reported via phone call that they have a frozen display. The blood glucose reading is 18 mmol/l.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no frozen screen noted and the buttons responded properly. The insulin pump has normal operating currents. No unexpected failed battery test alarm noted. However, the insulin pump has minor scratched display window and cracked reservoir tube lip.